Event description:
The dealer states that the tilt interface assembly is broke. Where the chair articulates it is broke. The dealer is unaware as to how it broke. The patient is a elderly woman, she is doubled over all the time, she leans over quite a bit per the dealer. She uses the chair in her house she isn't sure how she is transported and there was no additional information.